Event description:
It was reported that stent dislodgement occurred. During preparation of a 6.0x60x135 cm express ld iliac / biliary stent, it was noted that the stent became detached from the balloon. The stent was never used inside the patient. No patient complications were reported.